Event description:
It was reported the graftmaster stent did not cross to treat the perforation which occurred during post dilatation of an rx xience 2.75 x 28 mm stent. The patient developed cardiac tamponade and pericardiocentesis was performed. The perforation then sealed on it's own without additional treatment. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The xience v (part # 1009540-28, lot # 9073141) is being filed under a separate manufacturer report number. Evaluation summary: failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported that although the perforation sealed on its own without additional treatment, the patient developed cardiac tamponade, which was treated by pericardiocentesis. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in the patient effect of cardiac tamponade. However, a conclusive cause for the reported patient effects and their relationship to the product, if any, cannot be determined. A review of the finished product device history record revealed no non-conforming material records associated with this lot and that all samples of this lot met release criteria. There does not appear to be any indication of a product quality deficiency. Based on the reported information and without the product to evaluate, a definitive cause of the failure to advance cannot be determined. In this case, although a conclusive cause for the reported failure to advance, stent damage, or patient effects cannot be determined. In this case, although a conclusive cause for the reported failure to advance, stent damage, or patient effects cannot be determined, there does not appear to be any indication of a product quality deficiency. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage, and a sampling of units is destructively tested to verify proper guiding catheter and guide wire movement.